Manufacturer narrative:
(B)(4). Indicator. The analysis results found that the pph03 device arrived in good visual condition with nine staples partially formed. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. When tested for functionality it was noted that indicator did no response when the device was closed, however the device was fired to verify staples formation. The device was dissembled and the indicator spring was not properly assembled not allowing the indicator to function as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure, the account stated that the device misfired. There were no patient consequences. Unknown how case was completed.